Event description:
Litigation papers allege patient suffered significant pain, soreness, and discomfort; difficulty walking and performing routine activities; inability to lead a normal life; elevated metal ions level, measured at 13.4 mcg/l of cobalt and 4.3 mcg/l of chromium pre-revision; revision surgery revealing metallosis and necrotic tissue; opposite knee pain, emotional distress, anxiety, and mental anguish; medical and other related expenses. Medical records received (B)(4) 2013. Revision operative report indicates the following: necrotic tissue; fluid collection consistent with metallosis; lining had pigmentation also consistent with metallosis; impacted the 52 cup and did not get good purchase. Removed the cup and noticed there was a fracture of the posterior rim. The unknown, size 52 cup has been added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.